Manufacturer narrative:
Physio further evaluated the device. It was observed that the charge-pak battery charger could not charge the internal hybrid layer capacitor (hlc) batteries back to full. The analog pcb assembly was then further evaluated. It was determined that the cause of the reported issue was due to the hlc batteries, designators bt1, bt2, and bt3 on the analog pcb assembly, not holding a charge anymore. The device was out of warranty and the customer allowed physio to dispose of the device for them.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had an attention icon in the readiness display after they replaced the charge-pak battery charger. During device evaluation, physio observed that the device had the attention and charge-pak icons in the readiness display. It was also observed that the device turned off after approximately five to ten seconds. There was no patient use associated with the reported event.